Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), product type: lead. Product ID: pnma01411a004, serial# unknown, product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), product type: lead.

Event description:
It was reported the patient observed a "charge your implantable neurostimulator (ins) now screen" at the time of initial report. In addition, it was noted the patient observed a "poor communication" screen on their patient programmer and their recharger. The patient was instructed to place the programmer antenna directly over the implant, but she remained unable to connect the patient programmer and ins. The patient was walked through the use of the antenna locate feature with their recharger and had repositioned the recharger antenna, but they remained unable to start a recharge session or to charge the ins. The patient was able to see the normal recharging screen, but there were "no coupling boxes." Despite these issues, it was noted the patient was able to communicate with their recharger and was able to turn their therapy on and off with the recharger. It was noted the patient had "slight welling in the area" of their ins at the time of report due to a previous revision procedure (please see manufacturer report #3004209178-2015-13553). The patient's ins battery level was "blinking at the 25% quartile" at the time of report and she was "worried that her ins would go dead and she would need to have another replacement." The patient met with a manufacturer representative on (B)(6) 2015 and it was confirmed they "could not get any of the antenna coupling black boxes to light up to black and the battery would not recharge." The patient then met with her physician on (B)(6) 2015 and the healthcare professional (hcp) "didn't think the battery was too deep" and he "thought there might still be some swollenness around her battery pocket." The hcp "suggested possibly replacing the battery in the near future" at that time and he "didn't want to revise the pocket again." It was noted the battery was "dead" at the time of the hcp visit. It was also noted the patient had lost their recharger belt and that a replacement belt had been expedited to the patient at the time of initial report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.